Event description:
It was reported that the patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device. Additional information was received stating that the rcd was triggered as an automatic lead safety switch from bipolar to unipolar occurred due to a right ventricular pacing impedance measurement of 2000 ohms. Information was requested regarding if corrective actions were taken, but this was unsuccessful. This right ventricular lead remains in service and no adverse patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).